Manufacturer narrative:
Unit received with critical pump error (open book image). Unable to perform the following tests: displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies and force sensor flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case and cracked case (battery tube). In conclusion, customer concern for critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assemblies. Unable to confirm customer allegation for high/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia of blood glucose value of 53 mg/dl. Customer reported hyperglycemia with unknown blood glucose value. And also customer reported critical pump error (open book image). The customer reported hyperglycemia, hypoglycemia treated with no treatment, glucose/carb intake. The event involved product(s) mmt-332a, mmt-396a, mmt-7020a, mmt-1880. Trouble shooting was performed and customer reported a critical pump error/open book image error. Trouble shooting was not performed for hypoglycemia and hyperglycemia. It was unknown whether insulin pump was used within 48 hours of usage or not. And it was unknown whether automode feature was active or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7020a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.